Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced unreactive fixed pupil, pigment dispersion, glares/haloes, elevated iop and medication was prescribed. Reportedly, "it's been about three weeks now, but her pupil is still 5 to 6 mm in size. Her eye pressure was slightly raised , but with medication they are now 11 and 12, there is no pupil irregularity. Pentacam images showed no evidence of iris or pupil tuck. Patient is extremely unhappy due to glare and halos, I have started the patient on pilocar 2% eye drops with an attempt to reduce the pupil size. The same is happening in her both eyes . Both the eyes vaulting is about 640 in the left eye ." In a separate visit the lens was explanted and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6: health effect- clinical code: 4581- 'unreactive fixed pupil' and 'pigment dispersion' should be added. H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).